Event description:
The patient reportedly contacted baxter technical service representative on 06/15/2010 to report he had done a manual drain prior to getting on machine per the nurse's recommendation to check for cloudiness and fibrin. The patient reportedly has peritonitis. It is unknown what interventions were required. The patient was getting on the machine empty and wanted to bypass to day fill 1/1. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the facility nurse: the patient reportedly contacted baxter technical service representative on (B)(6) 2010 to report he had done a manual drain prior to getting on machine per the nurse's recommendation to check for cloudiness and fibrin. The patient reportedly has peritonitis. The patient was diagnosed with peritonitis on (B)(6) 2010 but was not hospitalized. The effluent was cultured and the results indicated (B)(6), the cell count was performed and results indicated a count of 47, 990, and a gram stain was performed and the results showed no growth. The patient was placed on vancomycin 1gm intraperitoneal (ip) 2 times/week for 3 weeks. The patient has recovered. The cause of the peritonitis was reportedly related to patient contamination and break in sterile technique. The patient has been retrained. The nurse indicated that the baxter solutions and products were not implicated in the peritonitis.

Manufacturer narrative:
(B)(4). The sample was not returned therefore, no evaluation was performed.